Event description:
The consumer was being transported in a moving vehicle while sitting in an invacare wheelchair when they allegedly fell out the chair. The chair is not believed to have been tied down at the time. The consumer allegedly died soon after the alleged incident.